Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead had low pacing impedance. The patient was asymptomatic. Provocative testing was performed in clinic and the anomaly could not be reproduced. The patient was stable throughout the intervention.